Manufacturer narrative:
The reported events of high capture threshold and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented with a right ventricular (rv) lead that was exhibiting high capture threshold and r-wave amplitude variation. The rv lead was explanted and new rv lead was implanted. There were no patient consequences.